Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified articular wear damage on the inferior aspect of the articular surface on the glenoid and displaced polyethylene. The nature of this damage indicated that the point of articulation of the humeral head on the glenoid component is superior to the intended location. This may be consistent with superior migration of the humeral head secondary to the reported rotator cuff deficiency. The patient humeral head, replicator plate, and torque defining screw appeared unremarkable for explanted components. A review of complaint history determined that no further action is required as no trends were identified. The revision reported was likely the result of rotator cuff deficiency which led to superior migration of the humeral head and subsequent wear of the glenoid component. Neither the rotator cuff failure, nor the reason for the rotator cuff deficiency, can be confirmed but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the these. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a right atsr, underwent a revision procedure. The patient¿s rotator cuff had become deficient, resulting in a single stage revision to a rtsr. All implants were removed without complication and the revision occurred. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-ray was provided. The explanted devices are not available for return as they were disposed of by the hospital. Device images were provided. No further information. This is 1 of 2 reports for this incident.

Manufacturer narrative:
D10 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s (B)(6), 300-20-02 - equinox square torque define screw drive kit (B)(6), 310-01-50 - equinoxe, humeral head short, 50mm (beta) (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.